Manufacturer narrative:
The preliminary analysis of the returned lead revealed insulation breach and conductor fracture.

Event description:
The subject lead was implanted on (B)(6) 2005. After an ICD replacement, a failure of the (non-microport) ICD occurred due to an "arc on can" event, reportedly caused by an issue with the subject lead. The subject lead was therefore capped and abandoned inside the patient on (B)(6) 2012. On (B)(6) 2018, during another ICD replacement, it was reportedly observed that the capped lead had degraded and a section of it completely broke away. The physician used fluoroscopy to locate and retrieve the broken portion of lead. The lead was cut further down and capped at the cut point.

Event description:
The subject lead was implanted on (B)(6) 2005. After an ICD replacement, a failure of the (non-microport) ICD occurred due to an "arc on can" event, reportedly caused by an issue with the subject lead. The subject lead was therefore capped and abandoned inside the patient on (B)(6) 2012. On (B)(6) 2018, during another ICD replacement, it was reportedly observed that the capped lead had degraded and a section of it completely broke away. The physician used fluoroscopy to locate and retrieve the broken portion of lead. The lead was cut further down and capped at the cut point.

Manufacturer narrative:
The subject device was involved in another complaint file due to a lead insulation issue. Please refer to the mdrs with MFR number 9610579-2013-00080 for the investigation relative to this event.

Event description:
The subject lead was implanted on (B)(6) 2005. After an ICD replacement, a failure of the (non-microport) ICD occurred due to an "arc on can" event, reportedly caused by an issue with the subject lead. The subject lead was therefore capped and abandoned inside the patient on (B)(6) 2012. On (B)(6) 2018, during another ICD replacement, it was reportedly observed that the capped lead had degraded and a section of it completely broke away. The physician used fluoroscopy to locate and retrieve the broken portion of lead. The lead was cut further down and capped at the cut point.